Manufacturer narrative:
(B)(6). The device was received for evaluation. Visual inspection observed that the spike port cover was removed. Functional testing was performed and revealed a leak at the spike port where the cover was removed. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag leaked from the center port. This was observed before patient use. There was no patient involvement. No additional information is available.